Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three sealed and one opened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and reservoir stopper groove for defects and none were found. Reservoirs locked and connected into place properly.

Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment, and the customer experienced high blood glucose over 20.0mmol/l. No further information was provided.